Event description:
Ous MDR - two days post implantation, a loss of capture was reported and a lead dislodgement was suspected. During lead revision on (B)(6) 2014, the lead was successfully repositioned with good values. After the device had been reconnected and replaced in the pocket, a loss of capture was reportedly observed. This happened twice. The pacemaker was then replaced and all values were in range. No adverse patient side effects have been reported. This device was returned for analysis.

Manufacturer narrative:
Upon receipt, the pacemaker was visually inspected revealing no anomalies. In particular the header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the is-1 standard specifications. Also the spring elements of the pacemaker did not show any deviations. At a next step the pacemaker was interrogated and the pacemaker's memory content was analyzed indicating no anomalies. The battery status was found to be fully charged. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. No intermittent or permanent loss of output was present. In summary, the device is fully functional. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.